Event description:
Revision surgery - total rsp shoulder removal due to infection in patient - biologic failure.

Manufacturer narrative:
No part information provided. The agent will continue to request initial surgery information.